Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. All available information was investigated and the reported difficulty removing the sgc and bent clip arm was due to the clip getting caught on the guide tip; however, a definitively cause for how the clip got caught on the guide tip could not be determined. It is possible that the clip was not fully closed during retraction of the device that it got caught on the guide tip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This event is filed for the difficulty removing the clip delivery system (cds), which has the potential to cause or contribute to patient injury. It was reported that the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. It was noted that the septum was very thick; therefore, the transseptal puncture was suboptimal. The steerable guide catheter (sgc) was advanced and the cds was inserted. Attempts were made to position the clip appropriately above the mitral valve; however, the transseptal puncture was deemed too posterior. Troubleshooting maneuvers to position the clip were unsuccessful, so it was decided to remove the devices and perform a second transseptal puncture. During removal of the cds, the clip caught on the tip of the sgc and bent and the tip of the sgc tore, but the devices were successfully removed. A new transseptal puncture was performed and two clips were implanted successfully, with the mr reduced from grade 4 to grade 2. No additional information was provided.